Manufacturer narrative:
The reported complaint of lcd display does not light up, only shows lines on the autopulse platform (serial (B)(4)) was confirmed during visual inspection, missing pixels on the display was observed when the device was powered on. The investigation findings revealed water ingress on the lcd pca board which can cause corrosion and an electrical short in the electronic components. Therefore, the root cause of the display issue was due to a water damage in lcd . Unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky shaft. Deburring of the drive shaft was performed to remedy the sticky shaft. Also, lots of water fluid ingresses found inside the autopulse platform. Per autopulse user guide, 4.2. Cleaning the autopulse platform section: "wipe all the surfaces of the autopulse platform free of foreign matter and spills with a disinfectant or bactericidal wipe. Check the vents to ensure that they are free and clear of any obstructive matter. Caution: do not submerge the autopulse in liquid. Ensure that the autopulse is dry before storing." Upon customer's approval, the interior of the autopulse requires bio-cleaning to removed the water fluid ingresses and lcd replacement to address the display issue. The initial functional testing on the returned autopulse platform did passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) powers on but the display does not light up, only shows lines. No patient involvement.